Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified; however, no failure was identified related to the charging issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which led to intermittent pump shutdowns. Additionally, the customer reported that the pump battery charged too quickly. Customer provided a blood glucose level of 272 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.